Event description:
V60 bipap was in use on the patient and the machine started alarming and went inoperative and stopped delivering pressures. Respiratory therapists were at bedside, making preparations to intubate the patient so the bipap was removed immediately and patient was placed on a 100% non-rebreathing mask (nrb). Patients sats were at 100% on the nrb. Respiratory rate was at 18 and hear rate at 74.